Manufacturer narrative:
An additional lot number was reported (lot #m017368). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had difficulty getting multiple cartridges to lock into place on the pump. There was no impact to the customer's blood glucose level. The customer was able to load a cartridge successfully and the customer would continue to use the pump until replacement pump is received.